Event description:
Customer called reporting weaker than expected reactions on the capture-r ready-ID when compaired to the capture-r ready-screen screen.

Manufacturer narrative:
Specimen contains a weakly reacting anti-k.